Event description:
It was reported that the pt was revised due to pain and loosening. During revision, it was noted that the tibial component had no appreciable cement adherence.

Manufacturer narrative:
This report will be amended when our investigation is complete.